Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized for low blood glucose. The blood glucose reading was 20 mg/dl. The customer was treated with intravenously at the hospital. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. The customer declined further troubleshooting and was working with a health care professional on adjusting settings.